Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a shock the evening after replacing the ICD. Hence, the physician decided to explant the lead few days later. Upon explant, a cut in the insulation was observed. It was not determined when the cut was made. The lead was discarded, and will not be returned for analysis.